Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll to report she had open sores, similar to bed sores under her breast. Later the same day, the patient's nurse called to report the open sores as well. There was no follow up on the open sores to see if they healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.